Event description:
It was reported that the patient said they had a fall a couple months ago and since then, the patient reports that they have not been the same in regards to their symptoms and they are experiencing pain and discomfort. When the patient was reprogrammed at the office, the physician considered revision of the neurostimulator and the tined lead although the neurostimulator seemed to be functioning and the impedances were normal. There were no error messages reported, and the x-rays showed normal results. The patient had a surgical procedure to revise the device on (B)(6) 2025 and the patient was reported to be doing fine.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006. UDI for concomitant product, tined lead: (B)(4).

Event description:
It was reported that the patient said they had a fall a couple months ago and since then, the patient reports that they have not been the same in regards to their symptoms and they are experiencing pain and discomfort. When the patient was reprogrammed at the office, the physician considered revision of the neurostimulator and the tined lead although the neurostimulator seemed to be functioning and the impedances were normal. There were no error messages reported, and the x-rays showed normal results. The patient had a surgical procedure to revise the device on (B)(6) 2025 and the patient was reported to be doing fine.